Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges injuries and complications.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2101601 and 2022431 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec¿d (B)(4) 2013¿ pfs and medical records received. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 8/17/15- pfs and medical records received. After review of the medical records for MDR reportability, a revision date has been provided. The revision operative note indicated pseudotumor. Lab results also indicated elevated metal ion levels. The stem is being added to the complaint. The complaint was updated on:9/11/2015.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Updated code for trunnionosis.